Event description:
On (B)(6) 2014, the pt underwent a permanent implant procedure. During the procedure, high impedance was found on the right side of the lead after it was placed. Troubleshooting was attempted with the lead connected to the ipg and a trial cable to no avail. As a result, the lead was removed and another lead was used. The replacement lead resolved the pt's issue. In turn, the procedure was extended by 35 mins.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.